Event description:
The infusion pump appeared to be operating, however no solution was being delivered. No additional specific information regarding the occurence was able to be received. No pt injury was reported.